Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: observed delamination of the lid. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "the inner packaging would not open despite several attempts and eventually the struggle led to the implant being dropped." Device was not implanted.

Event description:
The inner packaging would not open, despite several attempts. And eventually, the struggle led to the implant being dropped. Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.